Event description:
It was reported that a cartridge alarm occurred during the load sequence and insulin delivery. The customer experienced an elevated blood glucose (bg) level of 510 mg/dl. The customer administered a correction injection to address the bg. Customer will continue to use the current pump for insulin therapy.